Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The product was being sent for MFR warranty repair. No other info was provided. Additional info was requested and on (B)(4) 2014, the following was provided by the customer. The monitor has been returned with an explanation of what was wrong. The touch screen was not working and there was no volume. The customer did not work any pt info.